Manufacturer narrative:
The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate high voltage therapy due to right ventricular (rv) lead noise was delivered. Noise on the atrial lead was also observed. The rv lead was capped and replaced on (B)(6) 2017 and during the replacement procedure, the rv lead was noted to be dislodged. The atrial lead was repositioned and remains implanted. The patient was in stable condition. Related manufacturer report number: 2017865-2017-07916.